Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. - no information. Did the patient receive any prophylactic antibiotics pre-,intra- or post-operation? - abdominal paracentesis. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no information. What is the patient¿s current status? - the patient got better and left hospital

Event description:
It was reported that a pediatric patient underwent cholecystectomy and choledochectomy on an unknown date and adhesion barrier was applied to the basal surface of the liver. Eight days post-op, the patient developed a fever. Echographic examination/magnetic resonance imaging was performed. It was determined that there was an accumulation of fluid at the surgical site, the amount of fluid was described to be "the size of a gallbladder." This resulted in the patient undergoing paracentesis in which brown fluid was removed and tested and it was noted that the fluid was slimier fluid. It was noted that the patient was not infected. The bilirubin value was at the normal level. The reported fever and accumulation of fluid resolved and patient was discharged from the hospital. No additional information was available.